Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 26-dec-2018. The most recent information was received on 22-feb-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("very significant pain as contraction type") and angina pectoris ("3 anginas in a row") in a 39-year-old female patient who had essure (batch no. E25514) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal pain (seriousness criterion medically significant), pelvic pain ("intermittent pain than contraction type, increased with sports (not related to cycle)"), the first episode of fatigue ("severe fatigue / persistent fatigue"), paraesthesia ("irradiating electric shock sensation in hips and upper legs"), abdominal distension ("significant bloating during 6 months after insertion that stayed significant"), euphoric mood ("emotional hyper sensitivity"), ear disorder ("ent disorders"), nasal disorder ("ent disorders"), pharyngeal disorder ("ent disorders"), tinnitus ("whistling in ears") and musculoskeletal pain ("increasing of frequency of joint and muscular pain in back and neck"). In (B)(6) 2018, the patient experienced angina pectoris (seriousness criterion medically significant) and insomnia ("more and more frequent insomnias that needed sleeping pill"). In (B)(6) 2018, the patient experienced the second episode of fatigue ("exhaustion"). In (B)(6) 2018, the patient experienced ear discomfort ("clogged ears") and headache ("headaches"). Essure treatment was not changed. At the time of the report, the abdominal pain, angina pectoris, pelvic pain, paraesthesia, abdominal distension, euphoric mood, the last episode of fatigue, insomnia, ear disorder, nasal disorder, pharyngeal disorder, ear discomfort, tinnitus, musculoskeletal pain and headache outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, angina pectoris, ear discomfort, ear disorder, euphoric mood, headache, insomnia, musculoskeletal pain, nasal disorder, paraesthesia, pelvic pain, pharyngeal disorder, tinnitus, the first episode of fatigue and the second episode of fatigue with essure. The reporter commented: gluten free and milk free diet was started on (B)(6) 2018 but it did not reduced the symptoms. Removal considered with surgeon gynecologist. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 22-feb-2019: quality-safety evaluation of ptc. Non-serious events of myalgia and arthralgia combined into one event arthromyalgia. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 26-dec-2018. The most recent information was received on 26-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("very significant pain as contraction type") and angina pectoris ("3 anginas in a row") in a (B)(6) year-old female patient who had essure (batch no. E25514) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal pain (seriousness criterion medically significant), the first episode of fatigue ("severe fatigue persistent fatigue"), pelvic pain ("intermittent pain than contraction type, increased with sports (not related to cycle)"), paraesthesia ("irradiating electric shock sensation in hips and upper legs."), abdominal distension ("significant bloating during 6 months after insertion that stayed significant."), euphoric mood ("emotional hyper sensitivity"), ear disorder ("ent disorders"), nasal disorder ("ent disorders"), pharyngeal disorder ("ent disorders"), tinnitus ("whistling in ears"), myalgia ("increasing of frequency of joint and muscular pain in back and neck") and arthralgia ("increasing of frequency of joint and muscular pain in back and neck"). In (B)(6) 2018, the patient experienced insomnia ("more and more frequent insomnias that needed sleeping pill") and angina pectoris (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced the second episode of fatigue ("exhaustion"). In (B)(6) 2018, the patient experienced ear discomfort ("clogged ears") and headache ("headaches"). Essure treatment was not changed. At the time of the report, the abdominal pain, pelvic pain, paraesthesia, abdominal distension, euphoric mood, the last episode of fatigue, insomnia, ear disorder, nasal disorder, pharyngeal disorder, angina pectoris, ear discomfort, tinnitus, myalgia, arthralgia and headache outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, angina pectoris, arthralgia, ear discomfort, ear disorder, euphoric mood, headache, insomnia, myalgia, nasal disorder, paraesthesia, pelvic pain, pharyngeal disorder, tinnitus, the first episode of fatigue and the second episode of fatigue with essure. The reporter commented: gluten free and milk free diet was started on (B)(6) 2018 but it did not reduced the symptoms. Removal considered with surgeon gynecologist. Further company follow-up with the regulatory authority is not possible. Amendment: the report was amended on 28-dec-2018 for the following reason: company causality comment. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.